Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6): product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was unresponsive. The patient's complaint was confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that saw a recharger not found message. The patient reported a recharger service code. The following troubleshooting steps were performed: dismissed code, confirmed bluetooth is enabled on handset, reset the recharger, additional troubleshooting information: patient stated they had gotten a new recharger and were having trouble pairing it with their handset when they tried "last night". Had patient go through steps of pairing recharger. Patient was able to enter in new recharger serial number but continued getting "not found" when trying to connect recharger and handset. Had patient try toggling bluetooth and performing hard reset of the recharger. Patient continued getting "not found" message. Had patient toggle power on recharger and retry on handset. Had patient perform hard reset. Patient reported seeing error code 3167. Patient reported seeing recharger inactive on handset. Had patient try turning recharger on, patient continued seeing recharger inactive on handset and recharger made descending tone sounds. Patient continued trying to power on recharger and eventually recharger did turn on. Patient was able to briefly connect to ins and then recharger disconnected. Patient briefly connected again and saw ins at 30%. Patient had to leave but will continue attempting to charge ins when they get back home. Patient will call back if connection issue persists. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the cause of the recharger not found was unknown. The recharger was replaced resolving the issue. Additional information was received from the patient. Patient stated their recharger was not charging and had scrolling battery lights when on the dock. Patient attempted turning recharger on during the call but was not able to. Email sent to repair for replacement. Reviewed recharger general use information including keeping recharger stored on the dock plugged in when not in use. Patient called back needing assistance with pairing replacement recharger. Agent was able to successfully connect and charge the implant. Patient also mentioned the last time they got a replacement recharger it took them like an hour to get it working.